Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received visual examination found that white shrink tubing was cover- ing the ring electrode which resulted in high impedance values. After removing the shrink tubing, the measurements indicated normal electrical characteristics. (B) (4) - failure (event) observed during analysis.